Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit displays all of the front user interface lights and they stay burning until the unit is turned off or disconnected from the 110 vac source. This failure is indicative of a defective power supply pcb. The on-board power supply pcb was by-passed with a known good power supply pcb and the test was attempted again. The unit displayed all warning and setting lights again. After further investigation it was determined that the power control pcb was faulty. The power control pcb provides switching and micro processing activities for the unit. Based on the investigation performed, the reported complaint of "unit does not perform self-check" was confirmed. It was determined that the power control pcb is defective. A root cause for the issue could not be determined.

Event description:
The event is reported as: the unit does not perform self check prior to use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 10/14/2008. A document assessment (fmea-08-037) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the unit does not perform self check prior to use. There was no patient involvement reported.